Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/31/2015. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/6/2016, it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and urethral hypermobility. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia, urge incontinence, and dysuria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that following insertion the patient experienced urinary problems. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal itching, vaginal burning, atrophic vaginitis, vaginal discharge, cystocele, rectocele, urinary urgency, urinary tract infection, urethral hypermobility, urinary hesitancy, urinary frequency, and vaginal dryness.